Event description:
The sales rep, reported on behalf of the customer, that the inside of the implant box is soggy and moldy. The sales rep reported that she inspected the box and could not see any damage to it. The sales rep reported the outer plastic covering was intact and she could not see a hole on the box.

Manufacturer narrative:
Reported event: an event regarding packaging damage involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection indicated the pack was returned damp and soggy. The cardboard carton is soft and has somewhat collapsed and lost its shape. The shrink wrap remains in place. There are spots of mould present on the carton. Medical records received and evaluation: not performed as there was no patient involvement as the event relates to a packaging issue. Device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no reported events for the lot referenced. Conclusions: as the unit returned to stryker was shipped 5 years ago and it was returned in wet/damp condition, it is believed that the package was recently compromised and the event is not related to the initial packaging of the device. The investigation concluded that packaging damage was caused by incompatible environmental conditions during distribution. No further investigation for this event is possible at this time. If additional information becomes available and further investigation is warranted, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The sales rep, reported on behalf of the customer, that the inside of the implant box is soggy and moldy. The sales rep reported that she inspected the box and could not see any damage to it. The sales rep reported the the outer plastic covering was intact and she could not see a hole on the box

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.